Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery; a pt reported seeing ghost images next to letters at near vision and difficulty with intermediate vision. In a follow-up, the surgeon reports outcome of event for pt as "good" and states the pt has noted some improvement in vision. There are two manufacturer's device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. A completed questionnaire was received from the surgeon. This report was mailed to FDA on: 06/06/2008.